Event description:
The customer reported that the loaner autopulse nxt platform (sn (B)(6) displayed flashing red band guard lock indicators upon powering on. The customer mentioned that the red flashing light would not clear despite the band guards being in place. No additional information was provided. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the zoll loaner autopulse nxt platform (sn (B)(6) displayed flashing red band guard lock indicators upon powering on and would not clear despite the band guards being in place was not confirmed during the functional testing. No device malfunctions were observed during testing, and the nxt platform functioned as intended. The archive data indicated no significant discrepancies. The nxt platform passed the preliminary functional test without faults or errors. During testing, multiple nxt bands and tab assemblies were inserted. No flashing red band guard lock indicators were noted upon powering on the platform. Unable to replicate the issue, and the customer complaint was not confirmed. The platform was tested using the medium zoll test fixture (mztf) until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse nxt platform passed the final tests without issues.